Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a piece of the unit broke off outside of the patient.

Event description:
It was reported that a piece of the unit broke off outside of the patient.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the tip of the inner shaft is broken. The tip was not received with the product. Also, heavy wear marks on the window area show interference. Functional test were not performed due to the broken tip. The probable root cause could be bone/tissue got caught between the tip and housing causing the tip break. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.